Manufacturer narrative:
Siemens healthcare diagnostics has determined that the cause of the incorrectly entered international sensitivity index (isi) value (1.03 instead of 0.89) in the software settings of the bcs xp system was due to an operator error. The customer corrected the isi value in the software settings of the bsc xp system to 0.89 and the instrument is now calculating the correct international normalized ratio (inr) results. The instrument and reagent are performing according to specifications. No further evaluation of this device is required. MDR 9610806-2018-00005 was filed for the same event.

Event description:
An incorrect international sensitivity index (isi) value (1.03 instead of 0.89) was entered into the software settings of the bcs xp system for innovin lot 549708, which was in use by the customer for the past several months. Use of an incorrect isi value may cause an inr patient result to be falsely high. Patient samples were run during this time and international normalized ratio (inr) results were reported to physicians. The issue was detected by a college of american pathologists (cap) survey report with three (3) sample inr results outside of the expected range. No specific patient data was provided by the customer. There are no reports of patient interventions or adverse health consequences due to the incorrect isi value.